Event description:
It was reported by the patient with this cardiac resynchronization therapy defibrillator (crt-d) that her device was reprogrammed due to ventricular tachycardia (vt). The patient reported her heart rate had been fluctuating and going low. Additionally, the patient stated she was in the hospital due to ventricular tachycardia (vt) and the device did not record any episode. The patient stated she had to be externally cardioverted. Technical services (ts) referred the patient to the clinic and discussed that if the vt was slower than the rate zone cutoff in the device then no episode would be stored. The patient mentioned that the clinic lowered some settings in results. This crtd remains in service. No additional adverse patient effects were reported. Additional information was received for this crtd as noisy signals were noted both on the right atrial (ra) and right ventricular (rv) channel. With atrial tachy response (atr) that appeared to have simultaneous noise on both ra and rv channels. Technical services (ts) was consulted and suggested further testing and discussed only one tachy episode where the ventricular tachycardia (vt) was detected and then fell below the rate zone. Both the ra and rv leads are non-boston scientific. This crtd remains in service. No additional adverse patient effects were reported.

Event description:
It was reported by the patient with this cardiac resynchronization therapy defibrillator (crt-d) that her device was reprogrammed due to a ventricular tachycardia (vt). The patient reported her heart rate had been fluctuating and going low. Additionally, the patient stated she was in the hospital due to ventricular tachycardia (vt) and the device did not record any episode. The patient stated she had to be externally cardioverted. Technical services (ts) referred the patient to the clinic and discussed that if the vt was slower than the rate zone cutoff in the device then no episode would be stored. The patient mentioned that the clinic lowered some settings in results. This crtd remains in service. No additional adverse patient effects were reported.